Event description:
It was reported by service report that the restraint straps were worn and the lap straps were incorrectly located around the plastic hinge. Additionally, it was reported there were burrs on the safety bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Burrs on safety bar; lap belt.